Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately five months post implant of the ipg, and approximately three years ago.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned with no additional information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant product: 5076-58 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013.